Event description:
It was reported that the patient faced an event on 26-apr-2026 where the infusion set was accidentally pulled out.

Manufacturer narrative:
MDR./ initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.